Event description:
It was reported that at the pre-discharge evaluation the atrial lead was found to be dislodged. There was difficulty repositioning the lead so the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.